Event description:
It was reported that balloon burst occurred. The target lesion was located in the subclavian artery. A 10.0 x 40, 75cm mustang was selected for percutaneous transluminal angioplasty (pta). However, it was noted that the balloon burst while inflating it inside the patient's body. No complications were reported and the patient was stable post-procedure.

Event description:
It was reported that balloon burst occurred. The target lesion was located in the subclavian artery. A 10.0 x 40, 75cm mustang was selected for percutaneous transluminal angioplasty (pta). However, it was noted that the balloon burst while inflating it inside the patient's body. No complications were reported and the patient was stable post-procedure.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A full balloon circumferential tear was identified located approximately 5mm distal of the proximal balloon markerband. A visual and tactile examination found the shaft of the device to be detached. The inner shaft was noted to be stretched. A visual examination observed the tip section of the device to be detached and not returned with the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.